Event description:
Patient underwent a battery replacement surgery and the surgeon identified that there was an abrasion on the lead. But as the impedance was within normal limits, a lead revision was not performed. No other relevant information has been received to date.